Event description:
It was reported that during a sigmoid colectomy procedure, the device was fired twice. The first firing was ok; the second firing was incomplete. There were scattered staples along the staple line. The staples came out but did not form. It is unk how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received void of staples. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.